Event description:
A (B)(6) male pt called zoll customer support to report that his battery pack was not holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (not holding charge) has been confirmed. Upon eval the battery was unable to charge or power up a test monitor. A root cause analysis is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective battery pack. The pt received a replacement battery.